Event description:
It was reported that a temperature alarm occurred while the pump was not exposed to extreme temperatures. There was no reported impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.